Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was charging their implant the day before yesterday when they noticed the recharger paddle getting hot. Patient stated the paddle was warm to the touch almost hot, and it was much more heat than the paddle would normally have. Patient confirmed no damages to recharger, but stated they did see poor recharge quality come up a lot when charging. The issue was not resolved. A repair request was sent to replace the paddle.

Manufacturer narrative:
H6 : codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was charging their implant the day before yesterday when they noticed the recharger paddle getting hot. Patient stated the paddle was warm to the touch almost hot, and it was much more heat than the paddle would normally have. Patient confirmed no damages to recharger, but stated they did see poor recharge quality come up a lot when charging. The issue was not resolved. A repair request was sent to replace the paddle. See pe 708572812 for this issue occuring previously.

Manufacturer narrative:
H3: analysis of recharger; model #: 97755-s; s/n: (B)(6). Reveled: record the two values:- the highest number (100) - the low number (100). The white rubbing off. Poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.